Event description:
There was an allegation of questionable elecsys hiv combi pt results for 2 patient samples on a cobas 6000 e601 module. Patient 1's initial result was 0.918 coi (borderline). The repeat result was 0.85 coi (non-reactive). Patient 2's initial result on (B)(6) 2026 was 0.199 (non-reactive). The repeat result was 1.35 coi (reactive).

Manufacturer narrative:
The elecsys hiv combi pt reagent lot number is 921933, and the expiration date was not provided. A field service engineer (fse) determined that the instrument was heavily contaminated and the measuring cells exchange was overdue. The fse decontaminated the instrument, performed service, and the mixer motor and mixer were exchanged, and all were checked. The instrument was handed back to the customer. The investigation determined that a defective mixer possibly caused the reagent contamination. The investigation determined that the service action resolved the issue.